Manufacturer narrative:
Updated fields b4 g3 g6 h2 h6 medical device problem code type of investigation investigation findings component codes investigation conclusions h11. Nurse in the ICU called into emergency support program line to request support with an unable to update timing message on a cardiosave. However it had since disappeared from the screen at the time of the call. Esp personal reviewed what the message was communicating and asked if the ap waveform was adequate. Nurse stated it was beginning to dampen and esp personal advised him on flushing in standby to clean up the waveform. He was very appreciative of the information shared and assistance that morning.

Event description:
Na.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings.complaint record ID (B)(4).

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) unable to update timing. And catheter ap waveform was not adequate.there was no harm or injury reported.